Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china. Device not returned.

Event description:
It was reported that when the nurse was attaching the extension tubing following insertion of the catheter, it leaked liquid. It was reported this occurred with two devices. This report addresses the second device.